Manufacturer narrative:
Explant was reported due to aortic valve regurgitation. The tear seen at explant was confirmed. Cusp 2 was torn. The pannus seen at explant was also confirmed. There was fibrous pannus ingrowth on the inflow surface of cusp 2 and focally on the outflow surface of leaflet 1. There was a thin thrombus on the outflow of leaflet 3. X-ray inspection of the returned valve demonstrated deformation of stent posts 3, which appeared bent outward. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformation contributed to the severity of the leaflet damage. No inflammation or significant calcifications were found. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. There was evidence of one outwardly bent stent post in association with the torn leaflet. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. However, it is unknown whether the stent deformation occurred before or after the valve explant. The pannus noted on the inflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a 21mm sjm trifecta valve was implanted in the patient's aortic position on (B)(6) 2019, the patient was admitted to the hospital for aortic valve regurgitation. An emergency avr surgery was performed on the same date. The trifecta valve was replaced with a 21mm inspiris resilia (by edwards lifesciences, serial: unknown). Upon explant, a tear was observed from the stent post between the ncc and the lcc toward the nadir. On the opposite side near the stent, pannus was observed.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
(B)(6) 2016 a 21mm sjm trifecta valve was implanted in the patient's aortic position. (B)(6) 2019, the patient was admitted to the hospital for aortic valve regurgitation. An emergency avr surgery was performed on the same date. The trifecta valve was replaced with a 21mm inspiris resilia(by edwards lifesciences, serial: unknown). Upon explant, a tear was observed from the stent post between the ncc and the lcc toward the nadir. On the opposite side near the stent, pannus was observed.